Event description:
It was reported that the customer was hospitalized due to vomiting, hyperglycemia, and diabetic ketoacidosis. The reported blood glucose reading was 200 mg/dl. The insulin pump was lost while the customer was in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.